Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump reset its microprocessors as a routine safety feature and was advised on necessary actions such as restarting cgm sessions and reloading the cartridge. The customer successfully resumed insulin therapy and acknowledged the information provided by technical support.